Event description:
E was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 13-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("ligament pain in pelvis") and mental impairment ("difficulties to think of several things at the same time") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced premature menopause ("early menopause"), hot flush ("hot flushes") and amenorrhoea ("absence haemorrhagic menstrual periods"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mental impairment (seriousness criterion medically significant), fatigue ("chronic fatigue"), tendon pain ("tendon pain"), the first episode of back pain ("low back pain"), the first episode of arthralgia ("joint pain"), myalgia ("generalized muscle pain"), the second episode of back pain ("back pain"), the second episode of arthralgia ("hip pain"), amnesia ("memory loss"), alopecia ("hair loss") and dry skin ("dry skin"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, mental impairment, premature menopause, hot flush, amenorrhoea, fatigue, tendon pain, myalgia, the last episode of back pain, the last episode of arthralgia, amnesia, alopecia and dry skin outcome was unknown. The reporter provided no causality assessment for alopecia, amenorrhoea, amnesia, dry skin, fatigue, hot flush, mental impairment, myalgia, pelvic pain, premature menopause, tendon pain, the first episode of arthralgia, the first episode of back pain, the second episode of arthralgia and the second episode of back pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pts: pelvic pain: the analysis revealed 11746 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 13-jul-2018. The most recent information was received on 16-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("ligament pain in pelvis") and mental impairment ("difficulties to think of several things at the same time") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced premature menopause ("early menopause"), hot flush ("hot flushes") and amenorrhoea ("absence haemorrhagic menstrual periods"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mental impairment (seriousness criterion medically significant), fatigue ("chronic fatigue"), tendon pain ("tendon pain"), the first episode of back pain ("low back pain"), the first episode of arthralgia ("joint pain"), myalgia ("generalized muscle pain"), the second episode of back pain ("back pain"), the second episode of arthralgia ("hip pain"), amnesia ("memory loss"), alopecia ("hair loss") and dry skin ("dry skin"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, mental impairment, premature menopause, hot flush, amenorrhoea, fatigue, tendon pain, myalgia, the last episode of back pain, the last episode of arthralgia, amnesia, alopecia and dry skin outcome was unknown. The reporter provided no causality assessment for alopecia, amenorrhoea, amnesia, dry skin, fatigue, hot flush, mental impairment, myalgia, pelvic pain, premature menopause, tendon pain, the first episode of arthralgia, the first episode of back pain, the second episode of arthralgia and the second episode of back pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.